Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: a review of the pump¿s black box history showed that a replace battery alarm followed by multiple power reboots were recorded starting on 12/02/2014. The battery compartment was intact; no damage was observed. The returned battery cap was found to be damaged on the top where the coin slot is. The battery cap threads were also found to be stripped. The returned battery cap was not able to be secured appropriately to the pump; power reboots and difficulty removing the battery cap occurred. A test battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage was observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.